Event description:
During a surgical case, vincent frazier contacted me (heather cain) intraoperatively to review an image of an implanted device and to confirm whether the implant was properly locked. Upon reviewing the image, I noted that the implant was not locked and appeared to be rotated. Vincent communicated that the guide pin had broken off during the expansion phase. I advised the team to attempt locking the implant. The surgeon proceeded by placing the lock gauge into the posterior aspect of the implant and malleting the back of the shim to secure it within the shell. Despite these efforts, subsequent images confirmed that the implant remained unlocked. Given the rotation and failure to lock, I recommended removing the implant. The surgical team was able to successfully extract the shim using the shim removal tool. However, the surgeon determined that it would be safer to leave the shell in place and not attempt removal. It was also noted that the surgeon had shaved the vertebral body down to 11 mm in height and was attempting to place a 10 mm implant. There was a 30 minute delay. It was reported in the complaint as yes there was impact to patient because of the 30 minute delay but in the end there was no reported patient impact and the surgery was completed by leaving the shell in place and removing the shim. Clarification was obtained during the complaint meeting on monday (B)(6) 2025, the guide pin did not break but the core of the shell broke off inside the guide pin and there was no impact to patient.

Manufacturer narrative:
The device was not returned and therefore could not be assessed. Based on the information provided, the neck of the core failed prior to implant lock was achieved. Based on the provided image, the shell is misaligned relative to the disc space and shim. This likely caused increased insertion forces and led to the core failure.

Event description:
During a surgical case, (B)(6) contacted me (B)(6) intraoperatively to review an image of an implanted device and to confirm whether the implant was properly locked. Upon reviewing the image, I noted that the implant was not locked and appeared to be rotated. (B)(6) communicated that the guide pin had broken off during the expansion phase. I advised the team to attempt locking the implant. The surgeon proceeded by placing the lock gauge into the posterior aspect of the implant and malleting the back of the shim to secure it within the shell. Despite these efforts, subsequent images confirmed that the implant remained unlocked. Given the rotation and failure to lock, I recommended removing the implant. The surgical team was able to successfully extract the shim using the shim removal tool. However, the surgeon determined that it would be safer to leave the shell in place and not attempt removal. It was also noted that the surgeon had shaved the vertebral body down to 11 mm in height and was attempting to place a 10 mm implant.